Event description:
Crna encountered resistance during inserting of epidural catheter for this pt in labor. Crna was unable to place the epidural catheter and upon removal found the tip of the catheter was not intact. CT scan found catheter tip at t-12. Required removal via surgical intervention by a neurosurgeon. No adverse outcomes.